Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead used for his bundle pacing had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.